Manufacturer narrative:
Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Imaging: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown. If further information becomes available, a supplemental report will be submitted.

Event description:
According to the initial information received, a medwatch report was submitted by the hospital (B)(6) for an event that occurred (B)(6) 2010. A trans-esophageal echocardiography (tee) was performed revealing a thin, inferior septum with possible fenestrations and an atrial septal defect (asd) 12mm in diameter. (The atrial septum was 32mm in diameter.) Balloon-sizing was also performed but the measurements were not provided. An amplatzer muscular vsd occluder (muscvsd) was implanted in the patient's asd using tee guidance. Push/pull maneuvers were performed and the muscvsd appeared stable so the device was released. Seconds later, the muscvsd embolized into the left atrium. The patient was referred for surgery to have the muscvsd surgically removed and the asd surgically repaired. The surgery was completed without complication.